Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a rash on her back under the electrodes. The patient reported sweating a lot, as well as, the rash being red and itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that she followed up with her physician who prescribed "svr spirial cream". The medical outcome of the rash is unknown as follow up attempts were unsuccessful.